Manufacturer narrative:
Investigation summary: no d1005 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Pending lot history review.

Event description:
The event occurred on an unspecified date in may of 2024 and involved a tego¿ connector. The nurse attempted to flush after drawing labs and noticed the luer-lock section of tego cap had broken. Nurse changed cap and flushed. There was patient involvement, unknown patient harm and unknown delay in therapy. This report captures 4 of 4 occurrences.